Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that the patient presented to the hospital after experiencing syncope. The patient is (B)(6) years old and pacemaker dependent. It was alleged that the right ventricular (rv) lead was fractured. Noise was noted on the rv lead causing pacing inhibition. The device was reprogrammed. The patient was then transferred to a different hospital and the rv lead was capped. A new rv lead was implanted successfully. No additional adverse patient effects were reported.